Manufacturer narrative:
No product is being returned for evaluation. (B) (4). (B) (4).

Event description:
The customer was having issues with the dyonics 25 pump, not delivering enough flow. It was discovered that the patient had a burn at the portal site. This physician had not used the electroblade bonecutter before. No other information is available.